Event description:
Procedure performed: hysterectomy by v-notes technique event description: [ame translation] malfunction in the middle of the intervention. Faulty button with generator security. Additional information received by applied medical rep on (B)(6) 2022: [ame translation]. The generator did not alarm; it went into "standby" when the surgeon pressed the activation button. Shortly after the procedure began, pressing the activation button stopped the generator and it went into standby. By changing the clamp, there was no more problem. Yes, it is indeed the energy activation button. Intervention: device replacement. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit, where it was observed that the device would unintentionally deliver rf energy, confirming the complainant¿s experience of a faulty button. Based on the condition of the returned unit and the description of the event, it is likely that the reported event and unintentional rf output were caused by the misaligned fuse switch, an internal component of the unit. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as unintended rf output could cause or contribute to death or serious injury. This report is a combined initial and follow-up report.